Event description:
Subsequent to the initial report, it was reported that the event resolved without sequela on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of visual disturbance is a known observed and potential adverse event as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately 2 weeks post rx acculink stent implantation in the right internal carotid artery, the patient experienced an exacerbation of visual blurriness. The patient had experienced visual blurriness prior to the procedure, but the blurriness has extended more toward the central vision of the eye. The vision is somewhat better when the patient puts glasses on. No treatment was provided and the event is listed as non-serious and continuing, unresolved. There was no additional information provided.